Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion (pbd). The battery longevity of this device went down from fifteen years to one year remaining with high battery consumption. Device data analysis indicated that the power has increased and that the data was indicative of a malfunction in the radio frequency (rf) telemetry module. It was advised that this device should be explanted and returned for analysis. Furthermore, the device was explanted, replaced and returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacemaker was thoroughly analyzed. Visual inspection confirmed that no problem was observed in the outer case and header of the device. Review of memory noted no suspicious fault codes or resets. The device was put through and failed the battery usage portion of the returned products test. The pacemaker case was removed and a communication fault and rf calibration failure fault were found related to an rf telemetry module. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion (pbd). The battery longevity of this device went down from fifteen years to one year remaining with high battery consumption. Device data analysis indicated that the power has increased and that the data was indicative of a malfunction in the radio frequency (rf) telemetry module. It was advised that this device should be explanted and returned for analysis. Furthermore, the device was explanted and replaced. No additional adverse patient effects reported.